Event description:
It was reported that stent positioning/placement problems were encountered. The lesion was mildly calcified, non-tortuous and was located in two spots within the proximal superficial femoral artery. After laser atherectomy treatment and ballooning, a 6mm x 120mm epic stent was advanced for treatment. However, during deployment, the stent jumped forward and was deployed distal to the lesion site. The stent was fully deployed and well apposed to the vessel. Subsequently, a 6x80mm and a 6x120mm innova stents were deployed to the lesion with good result. The procedure was completed with no patient complications nor injuries reported.